Event description:
This lead was explanted after it became dislodged twice due to pt compliance issues and was retained by the hospital. Should additional info become available, this file will be updated.